Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had a fluid short and the entire system had to be replaced. The pt was noted in good condition. A follow up appointment with the hcp and the company rep was scheduled. It was subsequently reported the pt's system was replaced, but not with another inter-stim device. The surgeon used a synergy device. The surgeon decided to leave the pt's old lead implanted. They "tested the lead in the operating room, and did not get any motor responses which lead them to believe that the lead 'shifted.' The surgeon implanted two additional leads for the new device, one for each side of the sacrum. The rep clarified that there was no fluid short present. The device was depleted due to normal usage. The pt was noted as satisfied with her new implant.